Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.